Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-74, serial #: (B)(4). Description: avista MRI perc lead kit, 74 cm.

Event description:
A report was received that the patient will undergo a lead replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was no longer using the device and was extremely dissatisfied with it. It was confirmed that the reason for the lead replacement was due to lead migration that resulted in inadequate stimulation. No further information can be obtained.

Event description:
A report was received that the patient will undergo a lead replacement procedure for unknown reason.